Event description:
Physicians assistant (pa) was harvesting a vein from the left leg and reported a piece of plastic from the endo vein harvesting kit was noted to be loose/floating in the patient's leg. Pa removed it endoscopically. No harm to patient.